Event description:
It was reported that bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml positive was not detected and instead showed negative result after incubation. Gram staining confirmed positive. The following information was provided by the initial reporter: false negative growth result in one tube . Mgit didn't detect positive result but instead show negative result after demanded time of incubation (false negative result). Zn gram staining was done and was positive. Additionally confirmatory tests mtbc ID test was done from this false negative tube and ID test was positive.

Manufacturer narrative:
Initial reporter facility name: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml positive was not detected and instead showed negative result after incubation. Gram staining confirmed positive. The following information was provided by the initial reporter: false negative growth result in one tube . Mgit didn't detect positive result but instead show negative result after demanded time of incubation (false negative result). Zn gram staining was done and was positive. Additionally confirmatory tests mtbc ID test was done from this false negative tube and ID test was positive.

Manufacturer narrative:
H.6 investigation summary material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued, and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 2272729 was satisfactory and no quality notifications were generated during manufacturing and inspection. Formulation, filling, autoclaving, and torqueing processes were within specifications. In process checks were performed during manufacturing at designated intervals per procedures. Checks for fill volume were complete and within specifications per procedures and checks for torque confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and no other complaints have been taken on this batch for performance issues. Retention samples from batch 2272729 (100 tubes) were available for inspection. No media defects were observed in 100/100 retention samples. Retentions samples were performance tested for growth and antibiotic susceptibility. All performance testing was satisfactory per qc procedures for growth and antibiotic susceptibility. No photos or returns were received to assist with the investigation. This complaint cannot be confirmed based on retention sample testing. Bd will continue to trend complaints for performance issues.